Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured june 5-9, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused. The infusor was filled with fluorouracil (5-fu) and was connected two days ago. The patient was in the facility to have their infusor disconnected. The nurse observed the device ¿was still full¿. The device was disconnected. The peripherally inserted central catheter (PICC) line flushed well and had good blood return. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.